Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed non-sustained right ventricular oversensing due to noise oversensing on the right ventricular lead. No changes or intervention were reported. There were no patient consequences.